Event description:
During a diagnostic laparoscopy procedure when the veress needle was inserted into the pt, the shaft of the needle snapped off. Unaware that the shaft was broken, the doctor inserted a telescope into the cannula and pushed the shaft in. Open surgery was performed. No perforation was found and the procedure was completed.